Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for an infected foot with a blood glucose level of 141 mg/dl. The customer stated that they had a problem with their foot for four years and that they did not go to the hospital for blood glucose problems. A new battery cap was sent to the customer. No further information was provided.